Manufacturer narrative:
Additional information was received indicating that there was no medtronic product involved with the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's lead was being removed due to high impedance. Upon removal, the lead broke between contacts 1 and 2. The end of the lead remains in the patient. There were no symptoms reported. No further complications were reported or anticipated.

Event description:
Additional information received from the manufacturing representative reported that the model number was found and it was a device from the manufacturer.

Manufacturer narrative:
Product ID: 388928, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.